Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 178 mg/dl. The customer stated the she is pressing esc and act and the screen does not advance. The customer was asked if she recalls any significant event leading to the keypad issues and she that just coming from work. The patients was advised that the insulin pump need to be replaced and discontinue use of it and revert to back up plan per health care provider instruction.

Manufacturer narrative:
All of the buttons functioned properly. No damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.